Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the proximal portion of the shaft broke off. During a percutaneous transluminal angioplasty (pta), within the first 10 cm in the guiding, the proximal portion of the promus premier 3.00x38 mm stent shaft broke off inside the patient. The physician had to retrieve the stent with a snare. The procedure was completed with another of the same device. No patient complications occurred and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the proximal portion of the shaft broke off. During a percutaneous transluminal angioplasty (pta), within the first 10cm in the guiding, the proximal portion of the promus premier 3.00x38mm stent shaft broke off inside the patient. The physician had to retrieve the stent with a snare. The procedure was completed with another of the same device. No patient complications occurred and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found no issues. There was no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 892 mm proximal to the distal edge of the device tip. The section of the device proximal to the break site including the proximal end of the hypotube and the manifold/strain relief were not returned for analysis. The break occurred at a site 54.8cm +/- 5 cm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the proximal portion of the shaft broke off. During a percutaneous transluminal angioplasty (pta), within the first 10cm in the guiding, the proximal portion of the promus premier 3.00x38mm stent shaft broke off inside the patient. The physician had to retrieve the stent with a snare. The procedure was completed with another of the same device. No patient complications occurred and the patient was stable.